Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation showed that the display screen was dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, the keypad was found to be peeling from the bottom of the ok key to the contrast button. All of the keypad buttons responded appropriately. Evaluation also revealed that the battery compartment was cracked and the battery cap had stripped threads. The battery cap was not able to be tightened onto battery compartment due to the cracked battery compartment. During testing, power loss was observed due to the battery cap detaching. Also unrelated to the display issue, the audio bolus button was torn and had an intermittent response to button presses. There was evidence of contamination found under the audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).